Event description:
The customer reported that the AED will not power on and the asi is flashing red. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED will not power on and the asi is flashing red. The battery pack has an expiration date of may 2027 and the pads have an expiration date of january 2026. The maintenance schedule is not reported. Review of log history file: unit entered service june 2012. In november 2016 the device displayed battery low warning during a weekly test and continued. The beginning of december 2016 a new battery pack was installed. On july 3rd, 2018, the log history file was downloaded; there is no log history file data after this date and the customer is reporting the unit will not power on. Advised the customer to install a new battery pack and download the log history file. If the unit will still not power on with the new battery pack, the unit should be removed from service. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.